Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that an underdose occurred and the patient experienced increased baseline pain as well as increased baseline spasticity. The event occurred following a refill session. Twenty two (22) hours after the refill. The patient went to the ER (emergency room) to meet up with his nurse practitioner and she interrogated the pump and indicated it was functioning properly and was programmed correctly. ¿some¿ imaging was also performed. It was reported ¿they¿ were suspecting that it was drug related due to the correlation with the pump refill. New medication was ordered for the patient and the drug was to be changed out the following day. The device system was used to deliver baclofen and morphine. The following day, the patient was on his way to get his refill. It was reported he was on oral medications to help with the pain and spasticity. It was also reported the drug removed from the pump would be analyzed. It was further reported that the patient had a return of symptoms; increased baseline spasticity and pain. The patient was weaned off the morphine sulfate on (B)(6) 2010 and the pump was refilled with baclofen and bupivacaine. A bridge bolus was done lasting approximately 22 hours. The patient complained of the reported symptoms and was seen in the ER and given pain medication. Then on (B)(6) 2010, the health care provider (hcp) refilled the pump again and added the morphine back. A bridge bolus was ¿same time frame¿ and after the morphine started to infuse the patient stated he felt much better. It was noted a procedure issue did not cause the problem. Although it was noted the hcp was questioning ¿loss of ms.¿ alarms were reported ad programming was correct. A volume discrepancy was checked and there was no discrepancy found. The intrathecal drug prescription was confirmed as well. The drug was tested and baclofen was 720mcg/ml however the hcp was unsure of the bupivacaine concentration. It was later reported, according to the hcp, that the cause of the event was unknown. It was not due to a programming issue and it was noted it could have been a compounding issue as that was the only change. The patient reportedly required hospitalization, the ER was specified. The patient¿s outcome was listed as a non-serious injury/illness. It was then noted it was the hcp¿s guess the drug was not right, although the drug was analyzed and ¿ok¿ per the lab. It was noted the patient had terrible increased pain and spasms. After the old drug was taken out and the new drug was put in, the patient was ok and no serious injury was noted. It was later reported that five years ago, in reference to the date of this report, a different pharmacy was used for compounding. Within 22 hours of the refill, the patient had symptoms of spasms and pain. He was hospitalized and new medication was ordered. Twenty two (22) hours later the issue was resolved. It was reported ¿two to three years ago¿ in reference to the date of this report, when the hcp decided to take the morphine out of the patient¿s pump and only used bupivacaine and baclofen instead, the patient ended up 22 hours later having symptoms of pain. The hcp then reordered the medication with morphine and 22 hours after that the patient was fine again. The specific time frame of the events was not provided nor any additional clarifying information.